Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at .0851 inches. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. The pump was cut open to perform a visual inspection. No evidence of physical damaged. However, moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, j6/pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: minor scratched lcd window, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. High bg anomaly is not confirmed. The pump passed all functional testing. However, moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 52 mg/dl and was treated by drinking juice. The event involved product(s) mmt-332a, mmt-1884, mmt-399a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. It was also confirmed that the customer observed a light scratches in the insulin pump screen. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis. The products mmt-332a, mmt-399a will not be returned for analysis.